Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Inspection of the pod found no damages or defects that would contribute to the reported pod and cgm communication error. The patient history buffer indicates that the pod was in communication with the sensor for the duration of use receiving valid estimated glucose values. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 13.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 368 mg/dl while wearing the pod less than an hour. Investigation found a tear in the cannula. The device was originally reported for a customer not sure delivering insulin and a communication error during operation.